Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 1000 mcg/ml at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient underwent an intervention to change their pump due to being at the end of the pump's life. When the nurse wanted to extract the injectable physiological serum present in the pump, they used a non-compliant 18 gauge pink needle for the central septum of the pump. When the company representative realized it was wrong, it was too late. During filling the pump, liquid came out through the septum. The wrong needle was used to purge the pump of its liquid, damaging the central septum of the pump. However, the surgeon decided to implant the pump anyway as they believed that the septum will "re-waterproof" (seal) itself again. It was unknown if the issue was resolved as of 2024-nov-06. The pump currently remains implanted and in-use. It was noted that for the moment there was no patient sign/symptom. The patient was without injury regarding their status as of 2024-nov-06. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was due to the nurse having lost concentration in context where several people were taking to them.

Manufacturer narrative:
E1 correction: the name of the healthcare provider was corrected from previously being alexandre daubord to (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.